Event description:
It was reported that a red alert was received by the on-call physician. It was noted there was lead integrity alert (lia) triggered for short interval counts (sic), non-sustained tachycardia episodes and a few impedances out of range on the right ventricular (rv)lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: d224vrc implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Event description:
It was reported that a red alert was received by the on-call physician. It was noted there was lead integrity alert (lia) triggered for short interval counts (sic), non-sustained tachycardia episodes and a few impedances out of range on the right ventricular (rv)lead. There was also report of increased impedance, noise and possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.